Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call customer hospitalization. Customer's blood glucose level was over 600 mg/dl. Customer's mother advised customer was admitted and released from the hospital as a result of high blood glucose levels. Customer's mother advised when they use manual injection customer blood glucose is fine, but when they use the insulin pump customer blood glucose is high. Troubleshooting for high blood glucose levels was performed. Customer experienced headaches, weakness and they were unable to lower their blood sugar with the device. Customer's blood glucose was 580 mg/dl when they were admitted to the hospital. Troubleshooting was not completed since the customer was at school with the insulin pump. Customer's mother advised the doctor increased the customer's basal amounts by 32 units per day.